Manufacturer narrative:
Root cause: training/use error the pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact observed the pump basal rate intermittently changed to 0.0 units. Tandem technical support (cts) reviewed pump data and multiple auto off alarms were identified. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to obtain additional information, customer did not reply.